Event description:
It was reported that during the greenfield 12 fr ss vena cava filter implant procedure, the filter legs crossed following deployment. Pre-placement cava gram revealed the vena cava diameter to be 25mm. Following deployment the filter legs were observed to have crossed. Corrective action was taken to uncross the legs and the filter implant was successfully completed. No pt injuries or complications were reported. The pt's status was reported as 'fine'